Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump could not turn on after putting in the battery. Customer's blood glucose level was unknown. Customer stated that during rewind the motor error alarm occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted. However, device alarmed e70 during rewind due to corrode the motor home switch. Unable to perform normal operating currents, self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test due to e70 alarm.